Event description:
It was reported to philips that the external paddles had a bad connection. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.